Event description:
An (B)(6) child in pediatric ICU with known seizure disorder and recurrent respiratory failure had continuous medications infusing via a PICC line, when the nurse observed that the PICC line was leaking. The PICC line was noted to have broken where the luer meets the tubing. The patient had minimal blood loss from blood leaking from the broken tube. The PICC line had to be immediately removed and alternate IV access started. The broken PICC line was saved and given to the manager. The child was receiving significant needed medications per the PICC line including: lorazepam to prevent seizures, kcl, and sedative dexmedetomine.